Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed ¿transducer fault¿. The customer reported that there was no patient involvement associated with the event.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to a failed exhl diff pressure (exhl flow) xdcr. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.